Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior colporrhaphy due to cystocele and uterine prolapse.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient experienced erosion and underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to FDA: 07/14/2016. It was reported that following insertion the patient experienced incontinence and urinary tract infection.